Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on laparoscopic video-assisted thoracic surgery (vats) lobectomy, while dissecting the pulmonary vein, during the first firing, the device was difficult to fire. On the second firing, the device was stuck and did not fire. The surgeon was unable to press the green button and was unable to squeeze the handle. Another device was used to complete the case.